Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. Additionally, the patient experienced light headedness. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. Technical services recommended to replace the device if the patient is at risk from safety mode parameters. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. Additionally, the patient experienced light headedness. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. Technical services recommended to replace the device if the patient is at risk from safety mode parameters. At this time, this device remains in service. No adverse patient effects were reported.